Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported after cpa operation on a pediatric patient, the catheter was used for transfusion. The catheter was inserted "up to a position about 5cm from the tip". During the transfusion, the catheter tip migrated and "transfusion was not done properly". It was reported "it was unknown whether that affected or not, the patient became hypoxic finally, resulted in brain dysfunction." The customer did not feel the device contributed to the patient's injury. Customer reported after the incident occurred "it was recognized that the cause was self-extraction or that there was a problem with post-operation management method".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported after cpa operation on a pediatric patient, the catheter was used for transfusion. The catheter was inserted "up to a position about 5cm from the tip". During the transfusion, the catheter tip migrated and "transfusion was not done properly". It was reported "it was unknown whether that affected or not, the patient became hypoxic finally, resulted in brain dysfunction." The customer did not feel the device contributed to the patient's injury. Customer reported after the incident occurred "it was recognized that the cause was self-extraction or that there was a problem with post-operation management method".